Event description:
On (B)(6) 2010, medivator's clinical specialist was at (B)(6) hospital giving the customer instruction on how to change the chemical in the endoscope reprocessor. The medivator's representative informed the facility that they must test the rapicide for mrc and that it should be tested with each scope. The facility stated that they weren't sure if this was being done; they couldn't provide the clinical specialist with documentation of when the chemical was last tested. They proceeded to test the chemical; it was tested three times on each side. The chemical failed on both sides, a & b. The open bottle of test strips did not have an open date on them. A new bottle of test strips was opened and the chemical was tested again three times. The chemical failed to show it was above mrc. The chemical was changed on both sides and recorded in the documentation book. The medivator's representative noticed that the last recorded chemical change was on 06-15-2010. The facility was not sure what the documentation policies were and who was keeping record of everything due to staff changeover. The medivator's clinical specialist advised the customer to re-process all clean scopes since they were unsure when the chemical was last tested. The facility proceeded to gather all scopes to re-process.